Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb1000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had muscular dystrophy. Felt different to flush and the blood return was not normal. Cut it and exchanged the whole line, then noticed the pin hole around the 45cm mark.